Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that the printed circuit boards (bi board and qb board) failed when the power supply was used for a length of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing the customer's complaint was confirmed. During inspection and testing the following was also found: patches coming on the liquid crystal display (lcd), the g1 printed circuit board had burn marks, the power switch bracket had crack marks, deformed rear cover. The bezel plates had minor cracks, yellow stain marks, minor stain marks. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during inspection at receiving they observed that the power supply unit was not functioning properly. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the monitor is not booting (only the power light is glowing) and the monitor is turning off after some time of usage. This report is being submitted for the malfunctions found during evaluation.